Event description:
Customer reported, a stator not on error. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the power motor relay and gib boards. System operates as intended.